Event description:
It was reported the patient's blood glucose level (bg) rose to 380 mg/dl while wearing the pod between 24 and 36 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The adhesive pad was not returned with the device. The adhesive welds were inspected, and no abnormalities were observed. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. Investigation found no defects or deficiencies that would signal a hazard alarm/alert/advisory. Device data returned a 0xff error code, indicating no hazard alarm was generated. The investigation found no defects or deficiencies that would contribute to the reported hazard alarm event.